Event description:
This pt was undergoing coil embolization within a 6mm right posterior communicating aneurysm. Three coils were placed without difficulty. During placement of the 4th coil, the proximal part of the coil stretched with very little resistance. This stretched coil was removed from the microcatheter. There was no report of pt injury.